Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/26/2014 with the following findings: there were multiple call service alarms observed in the black box history. The pump alarmed with (cs128) alarm upon confirming the verify screen; a short battery life was duplicated. Unrelated to the original complaint, the battery compartment was cracked with moisture corrosion observed inside and on the battery cap. The pump failed the leak test due to the battery compartment leak. The pump¿s cover was removed and no further moisture ingress was found inside the pump.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.